Event description:
It was reported that post-paced t wave oversensing on the ventricular channel was observed via merlin.net transmission. Review of stored electrograms confirmed oversensing. The device was reprogrammed. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.